Manufacturer narrative:
A call to the pt's mother was made on (B)(4) 2007. The pt's mother reported that the skin flap had healed and that the new headpieces fit much better. It is unk if any medical intervention was required. This is the final report.

Event description:
On (B)(6) 2007, the pt's mother called reporting that the pt is experiencing pain at the site of the headpiece, and that the site was red and bloody. Upon investigation, it was determined that the pt was using an older headpiece model. The mother was advised to contact her audiologist and/or surgeon and two new headpieces would be shipped to her.